Manufacturer narrative:
(B)(4). This record is being submitted late as part of a retrospective review per (B)(4) , complaint retrospective review and remediation protocol. A field service engineer (fse) was dispatched to address the reported event, inspected the instrument and confirmed the failure. Fse checked and cleaned hemolysis & wash lines. Fse ran controls and patient samples which were within specifications. The system operated as intended. The probable cause of this event was an occlusion in hemolysis & wash lines. A 13 month complaint history review and service history review for similar complaints was performed for the hlc-723g8 analyzer serial number (B)(4) from 15aug2016 through (B)(6) 2017. There were no similar complaints identified during the search period. The g8 variant analysis mode operator's manual under chapter 6, troubleshooting, states the following: 706 syringe-l error- explanation: operation error in syringe-l. Countermeasure: inspect x1-axis. Inspect syringe-l. Execute smp.reset. Chapter 5, maintenance procedures, under section 5.10 provides step-by-step instructions on the sampling needle assembly replacement.

Event description:
The customer reported receiving operation error 706 (syringe-l error) after replacing the sample needle on their g8 instrument. The customer requested service. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting for hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.